Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was implanted in the patient. The complaint could not be confirmed, and the event cause could not be determined.

Event description:
Medtronic received report that a pipeline flex did not open distally. The patient was undergoing flow diversion and adjunctive coiling to treat an unruptured, sidewall aneurysm in the left cavernous internal carotid artery (ica). Landing zone artery size was 3.8mm distal and 4.7mm proximal. The pipeline flex was navigated to the treatment site with no difficulties. At deployment, the device did not open distally. The physician resheathed/re-deployed, wagged, and dragged back the device which ultimately opened the distal end. The pipeline flex was implanted in the patient with post-procedure angiographic result of slow flow in the aneurysm, as expected. There was no report of patient injury as a result of this event.